Manufacturer narrative:
Aomori olympus could not confirm the reported phenomenon because the event unit was not returned to us for investigation. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Since the subject device was not sent back for investigation, the exact cause of the reported event could not be identified. However, based on the results from the previous investigation of the similar devices indicate that an excessive force was applied when the device was forcefully inserted into the endoscope. This might have caused the distal end of the device to break. Also, the strength of the device deteriorated due to long time usage of the device. This might have caused the corrosion at distal end of the device. However, the root cause of the reported event could not be determined exactly. The above device handling has warned in the instruction manual.

Event description:
We received the following report. When the user inserted the device into the endoscope¿s channel, the tip of the device broke and fell off outside the patient. There was no patient injury reported. No further information was provided.